Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is over heating during use. The patient also reported that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
In the case description, the user mentioned that the battery would not hold charge and the pdm would get hot. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm charged to 100% and turned on with no issues. The pdm was not felt to get hot while charging. On unlocking the pdm, the first time startup flow was initiated though the lock screen background and message were different than the default, indicating that the device had been reset prior to investigation. Due to the device reset, no battery level or battery temperature information was available. A battery life test was performed where the pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm was still on with charge in the battery after 48 hours. No evidence of increased battery drain was observed during the test. Though no issues were observed during the investigation, it could not be confirmed that the pdm did not heat up or have battery issues at the time of the reported event without the pdm data. The exact cause of the reported event could not be conclusively determined.